Event description:
It was reported that the user experienced difficulty starting a freestyle libre 3 plus sensor and pairing the ilet device with the ilet mobile app, with multiple call disconnections occurring during attempts to navigate to the app; the user was later successfully guided to pair the ilet to the app and start a new sensor. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no alerts or alarms, and successful completion of troubleshooting and education. Investigation included technical support guidance, device-app pairing assistance, and sensor start support. Investigation of this case revealed user difficulty with app navigation and device-sensor start, which was resolved through education and successful pairing and sensor initialization. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error.